Event description:
The customer reported that the system locks up while booting up. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the dsid board and erased the hd image. The system operates as intended.